Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse initially contacted the csr and was informed that there was resistance on the right master tool manipulator (mtmr) of console 1. The fse stated the system just passed a preventative maintance (pm) visit a couple weeks ago, but decided to order a replacement mtm prior to site visit just in case there was an issue. The fse was also informed that the customer rebooted system after first case and the perceived issues went away. Once onsite, the fse noted that the system was operating correctly, but the mtmr opto button was sticking. The fse replaced the mtm to resolve the issue. Intuitive surgical, inc. (Isi) received the mtm unit involved with this complaint and completed the device evaluation. Failure analysis (fa) was not able to confirm/nor replicate the customer reported complaint. Visual inspection was performed. The component was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via dte and matlab passed. There was no trouble found with the returned component. This complaint is being reported based on the following conclusion: the customer converted to another surgeon side console (ssc) after the start of the procedure due to resistance with the right hand wrist on the first ssc. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the doctor had resistance on the right hand wrist of the surgeon side console (ssc) and elected to mover to the other console. The clinical sales representative (csr) stated the doctor was currently sitting at the console in following mode and that ssc ((B)(4)) was most likely the affected console. The technical support engineer (tse) asked the csr to have the site power off at the end of the procedure and back drive both master tool manipulators (mtm) of the console with the system off to see if the right hand had more resistance than the left, of if they were equal. The tse also asked the csr to have the site make note of the affected ssc in order for the field service engineer to check the correct ssc. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed that they switched consoles during the procedure. The system was inspected prior to use and there were issues noted. The staff did not note any outside influences that were impeding the movement of the system or arms. The customer resolved the issue with a system restart after the procedure was completed. There was no report of patient injury.